Event description:
On (B)(6) 2021, the patient underwent emergency endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. On (B)(6) 2022, a computed tomography (CT) scan reportedly revealed inadequate landing of the contralateral limb in the right common iliac artery. According to the report, the distal iliac seal zone length was too short during the initial procedure (distal landing zone length reportedly measured less than 10mm). On (B)(6) 2022, a reintervention was performed whereby an additional gore® excluder® contralateral leg component was to be implanted to extend the stent graft system distally to the right internal iliac artery. During the procedure, there was reported difficulty in advancing the guidewire. The contralateral leg component was inserted, and an attempt was made to push the device proximally during deployment. However, the right internal iliac artery was unintentionally covered by the contralateral leg component. The cause of the difficulty in advancing the guidewire and deploying the contralateral leg component at the intended target was unknown; however, the patient reportedly has a tortuous right common iliac artery, which may have contributed to this observation. No further treatment was rendered for the covered vessel, and the patient will continue to be monitored. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of device.¿ additionally, per IFU, considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of device.¿ additionally, per IFU, considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2021, the patient underwent emergency endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. On (B)(6) 2022, a computed tomography (CT) scan reportedly revealed inadequate landing of the contralateral limb in the right common iliac artery. According to the report, the distal iliac seal zone length was too short during the initial procedure (distal landing zone length reportedly measured less than 10mm). On (B)(6) 2022, a reintervention was performed whereby an additional gore® excluder® contralateral leg component was to be implanted to extend the stent graft system distally to the right internal iliac artery. During the procedure, there was reported difficulty in advancing the guidewire. The contralateral leg component was inserted, and an attempt was made to push the device proximally during deployment. However, the right internal iliac artery was unintentionally covered by the contralateral leg component. The cause of the difficulty in advancing the guidewire and deploying the contralateral leg component at the intended target was unknown; however, the patient reportedly has a tortuous right common iliac artery, which may have contributed to this observation. No further treatment was rendered for the covered vessel, and the patient will continue to be monitored. The patient tolerated the procedure.